Event description:
Customer sent the v60 vent device to the international service center for routine periodic maintenance. The service technician during service identified that the proximal pressure line disconnected alarm did not sound. There was no patient involvement associated with this event.

Manufacturer narrative:
Da pcba was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The data acquisition pcba was installed in a test ventilator in an attempt to duplicate the reported problem. Testing showed that the test ventilator did not display/activate an alarm message on the screen of ¿proximal pressure line is disconnected¿ when the proximal pressure port tube was disconnected from the ventilator to create the failure. During debugging the da pcba it was found that the q2 drain pin and gate pin shorted on the board, causing the reported alarm 'proximal pressure line is disconnected' not to activate.